Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: outer insulation abrasion (breached); breached depression/abrasion was found approximately 8 cm from the connector tip. Although, it cannot be determined at this time, it appears the lead may have been in contact with the device which caused the breach; full lead returned and analyzed.

Event description:
It was reported the lead was exhibiting increased thresholds post-implant. It was suspected the lead was "faulty". The lead was explanted and replaced. No patient complications were reported as a result of this event.